Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events : 2 events were reported for this quarter . Product return status : 2 devices were received for evaluation. Evaluation status : 2 device evaluations are in progress. Additional information : there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device trigger was sticking leading to run-on; 1 event had no patient involvement; no patient impact; 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device trigger was sticking leading to run-on. 1 event had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status confirmed 2 reported events were confirmed during testing. - 1 device was found to be affected by widespread corrosion. - 1 device was found to be affected by non-stryker components.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.